Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube, a missing end cap sticker, a missing reservoir tube o-ring, and a completely broken-off reservoir tube lip. Because of the reservoir tube lip being completely broken-off, the test reservoir will not lock/click in place. The insulin pump passed the idle current test, the run current test, the self test, the off no power test, the unexpected restart error test, the prime test, the excessive no delivery test, and the rewind test. Analysis was unable to perform the displacement test, the basic occlusion test, and the occlusion test due to the completely broken-off reservoir tube lip.

Event description:
Customer reported via phone call that they had experienced high blood glucose level of 20mmol/l , low blood glucose and reservoir becoming lose. The customer had not reported any symptoms and treated high blood glucose with insulin pen. The customer blood glucose was 4 mmol/l this morning and ate banana and blood glucose was 16mmol this morning and was bolus with pump. Customer declined to troubleshoot for high and low readings. The customer current blood glucose was 13.3 mmol/l. Customer reports damage to the pump and customer stated that reservoir threads top was worn and chipped off piece. The customer was advised to replace the pump. The insulin pump will be returned for analysis.